Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A getinge authorized representative was dispatched to evaluate the iabp and initially found the issue was caused by battery failure. The battery could not be charged normally after half an hour with ac and confirmed that the battery voltage was 18v. The customer insists on replacing the part only when there is a failure.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) power cut off after unplugging the unit. There was no patient involvement, and no adverse event reported.